Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three perclose proglide devices referenced are being filed under separate manufacturer report numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four proglide devices with a 6f sheath after a percutaneous coronary procedure. Reportedly, a cuff miss occurred with all four proglide devices. A balloon was used to achieve hemostasis. The patient lost pulse in the foot, a pseudoaneurysm occurred. The pseudoaneurysm was treated surgically. There was a reported clinically significant delay in the procedure due to the surgical treatment of the pseudoaneurysm. The patient was fine after surgical treatment of the pseudoaneurysm. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: additional information received indicates that the reported first proglide device was not used. Based on this new information this event is not MDR reportable.

Event description:
Subsequent to initial medwatch report the following additional information was received: reportedly, cuff misses occurred with three proglide devices. The first proglide device was reportedly not attempted to be used. No device issue occurred with the first proglide device. No additional information was provided.